Event description:
Customer reportedly obtained results of 243mg/dl, 79mg/dl, and 421mg/dl within 10 minutes on the same device. No action was taken based on device results. No quality controls were used at the time of troubleshooting with manufacturer. Requested return of suspect device and replacement was sent.